Event description:
Information received from healthcare provider via manufacturer representative regarding a patient with clinical ID (B)(6) and study ID (B)(6), ae subevent number: 5 description: l2to l4 degenerative disk disease with spinal stenosis onset date: 2025-06-23 interventions: action subtype: ae result in hospitalization action result: y action date: (B)(6) 2025 if subject hospitalized, is it a prolongation (>24 hours) of an existing hospitalization: n action subtype: any other action(s) taken action result: no action subtype: did the ae result in any treatment action result: yes action subtype: surgical treatment action result: yes outcome status: resolving/recovering action type: diagnostic action subtype: CT without contrast2 action result: left facet cyst noted, adequate spinal alignment and instrumentation noted at right si joint and l4-s1 with possible l4 screw haloing noted. Action date: (B)(6) 2025 action type: diagnostic action subtype: MRI without contrast1 action result: l1/l2/l3 degenerative disc disease with left parasternal disc bulge with bilateral foraminal stenosis, l3/4 degenerative disc disease with severe stenosis. L- facet cyst noted. L 4/s1 post op change action date: (B)(6) 2025 action type: diagnostic action subtype: were any diagnostic test performed action result: yes, site seriousness assessment: there is no congenital anomaly, death, disability, life threatening and hospitalization, medical intervention was there. The severity of adverse event is severe. Sponsor assessment (oc muo): possible related to the procedure and not related to any device event: it was reported that per imaging report degenerative disc disease of l2-l4 and left paracentral disk bulge in conjunction with previous back pain with radiating right hip radiculopathy. Pain worse with movement additional information updated: (B)(6) 2025: action type: diagnostic action subtype: CT without contrast2 action result: adequate spinal alignment and instrumentation noted at right si joint and l4-s1 with possible l4 screw haloing noted. Action date: (B)(6) 2025 action type: diagnostic action subtype: MRI without contrast1 action result: l1/l2/l3 degenerative disc disease with left parasternal disc bulge with bilateral foraminal stenosis, l3/4 degenerative disc disease with severe stenosis. L- facet cyst noted. L 4/s1 post op change additional information updated: (B)(6) 2025 description: left facet joint cyst with pseudoarthros long description: left facet joint cyst with pseudoarthrosis add surgical proc date - 11: (B)(6) 2025 details surg proc - 11: l2-pelvis arthrodesis is the additional surgical procedure an elective removal - 11: y, haloing of l4 screw, l4/5 interbody pseudoarthrosis, adjacent segment disease with facet joint cyst. If yes, were the index treated level(s) fused prior to the elective removal of the fixation component of the original surgical construct - 11: n does the additional surgical procedure involve a spinal level - 11: y add. Surg: if yes, levels involved - 11: l2-l3, l3-l4, l4-l5, l5-s1 does the additional surgical procedure involve an explant related to the study procedure - 11: y cause of explantation - 11: pseudoarthrosis and adjacent segment disease findings for explantation - 11: pseudoarthrosis with haloing of screws l3/4 facet cyst. Findings at add. Surg - 11: n/a biopsies taken - 11: n site related assessment: causal relationship to capstone peek spinal system implant, posterior supplemental fixation system, tlif grafting material and procedure for add. Surg 1 other. And not related to capstone peek spinal system implant, posterior supplemental fixation system, tlif grafting material and causal relationship to procedure for other. Additional information updated: (B)(6) 2025 description: left l3/4 facet joint cyst with pseudoar long description: left l3/4 facet joint cyst with pseudoarthrosis interventions : action subtype: ae result in hospitalization action result: yes action date: (B)(6) 2025 end date of the hospitalization: (B)(6) 2025 if subject hospitalized, is it a prolongation (>24 hours) of an existing hospitalization: no action subtype: any other action(s) taken action result: no action subtype: did the ae result in any treatment action result: yes action subtype: surgical treatment action result: yes narrative: per imaging report faced join cyst noted. Patient has pseudoarthrosis with adjacent segment disease in conjunction with p revious back pain radiating to right hip. Additional information updated: (B)(6) 2025 adverse event info: does the adverse event involve a lumbosacral spinal level: yes if yes, levels involved: l2-l3, l3-l4, l4-l5 add surgical proc date - 11: (B)(6) 2025 details surg proc - 11: l2 pelvis arthrodesis is the additional surgical procedure an elective removal - 11: n does the additional surgical procedure involve a spinal level - 11: y add. Surg: if yes, levels involved - 11: l2-l3, l3-l4, l4-l5, l5-s1 does the additional surgical procedure involve an explant related to the study procedure - 11: y cause of explantation - 11: pseudoarthrosis and adjacent segment disease findings for explantation - 11: pseudoarthrosis and haloing of screws l3/4 facet cyst findings at add. Surg - 11: n/a biopsies taken - 11: n additional information updated: (B)(6) 2025 sponsor assessment (oc muo): possible related to the grafting material and not related to procedure or ibfd or supplemental fixation additional information updated: (B)(6) 2025 narrative: per imaging report faced join cyst noted. Patient has pseudoarthrosis with adjacent segment disease in conjunction with p revious back pain radiating to right hip. Patient underwent a posterior l2- pelvis arthrodesis

Manufacturer narrative:
B5: event problem description is corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: event problem description is updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from healthcare provider via manufacturer representative regarding a patient with clinical ID (B)(6) and study ID (B)(6), ae subevent number: 5 description: l2to l4 degenerative disk disease with spinal stenosis onset date: 2025-06-23 interventions: action subtype: ae result in hospitalization action result: y action date: (B)(6) 2025 if subject hospitalized, is it a prolongation (>24 hours) of an existing hospitalization: n action subtype: any other action(s) taken action result: no action subtype: did the ae result in any treatment action result: yes action subtype: surgical treatment action result: yes outcome status: resolving/recovering action type: diagnostic action subtype: CT without contrast2 action result: left facet cyst noted, adequate spinal alignment and instrumentation noted at right si joint and l4-s1 with possible l4 screw haloing noted. Action date: (B)(6) 2025 action type: diagnostic action subtype: MRI without contrast1 action result: l1/l2/l3 degenerative disc disease with left parasternal disc bulge with bilateral foraminal stenosis, l3/4 degenerative disc disease with severe stenosis. L- facet cyst noted. L 4/s1 post op change action date: (B)(6) 2025 action type: diagnostic action subtype: were any diagnostic test performed action result: yes, site seriousness assessment: there is no congenital anomaly, death, disability, life threatening and hospitalization, medical intervention was there. The severity of adverse event is severe. Sponsor assessment (oc muo): possible related to the procedure and not related to any device event: it was reported that per imaging report degenerative disc disease of l2-l4 and left paracentral disk bulge in conjunction with previous back pain with radiating right hip radiculopathy. Pain worse with movement additional information updated: (B)(6) 2025: action type: diagnostic action subtype: CT without contrast2 action result: adequate spinal alignment and instrumentation noted at right si joint and l4-s1 with possible l4 screw haloing noted. Action date: (B)(6) 2025 action type: diagnostic action subtype: MRI without contrast1 action result: l1/l2/l3 degenerative disc disease with left parasternal disc bulge with bilateral foraminal stenosis, l3/4 degenerative disc disease with severe stenosis. L- facet cyst noted. L 4/s1 post op change additional information updated: (B)(6) 2025 description: left facet joint cyst with pseudoarthros long description: left facet joint cyst with pseudoarthrosis add surgical proc date - 11: (B)(6) 2025 details surg proc - 11: l2-pelvis arthrodesis is the additional surgical procedure an elective removal - 11: y, haloing of l4 screw, l4/5 interbody pseudoarthrosis, adjacent segment disease with facet joint cyst. If yes, were the index treated level(s) fused prior to the elective removal of the fixation component of the original surgical construct - 11: n does the additional surgical procedure involve a spinal level - 11: y add. Surg: if yes, levels involved - 11: l2-l3, l3-l4, l4-l5, l5-s1 does the additional surgical procedure involve an explant related to the study procedure - 11: y cause of explantation - 11: pseudoarthrosis and adjacent segment disease findings for explantation - 11: pseudoarthrosis with haloing of screws l3/4 facet cyst. Findings at add. Surg - 11: n/a biopsies taken - 11: n site related assessment: causal relationship to capstone peek spinal system implant, posterior supplemental fixation system, tlif grafting material and procedure for add. Surg 1 other. And not related to capstone peek spinal system implant, posterior supplemental fixation system, tlif grafting material and causal relationship to procedure for other. Additional information updated: (B)(6) 2025 description: left l3/4 facet joint cyst with pseudoar long description: left l3/4 facet joint cyst with pseudoarthrosis interventions : action subtype: ae result in hospitalization action result: yes action date: (B)(6) 2025 end date of the hospitalization: (B)(6) 2025 if subject hospitalized, is it a prolongation (>24 hours) of an existing hospitalization: no action subtype: any other action(s) taken action result: no action subtype: did the ae result in any treatment action result: yes action subtype: surgical treatment action result: yes narrative: per imaging report faced join cyst noted. Patient has pseudoarthrosis with adjacent segment disease in conjunction with p revious back pain radiating to right hip. Additional information updated: (B)(6) 2025 adverse event info: does the adverse event involve a lumbosacral spinal level: yes if yes, levels involved: l2-l3, l3-l4, l4-l5 add surgical proc date - 11: (B)(6) 2025 details surg proc - 11: l2 pelvis arthrodesis is the additional surgical procedure an elective removal - 11: n does the additional surgical procedure involve a spinal level - 11: y add. Surg: if yes, levels involved - 11: l2-l3, l3-l4, l4-l5, l5-s1 does the additional surgical procedure involve an explant related to the study procedure - 11: y cause of explantation - 11: pseudoarthrosis and adjacent segment disease findings for explantation - 11: pseudoarthrosis and haloing of screws l3/4 facet cyst findings at add. Surg - 11: n/a biopsies taken - 11: n additional information updated: (B)(6) 2025 sponsor assessment (oc muo): possible related to the grafting material and not related to procedure or ibfd or supplemental fixation additional information updated: (B)(6) 2025 narrative: per imaging report faced join cyst noted. Patient has pseudoarthrosis with adjacent segment disease in conjunction with p revious back pain radiating to right hip. Patient underwent a posterior l2- pelvis arthrodesis update received on (B)(6) 2025: adverse event description updated to: degenerative lumbar spine disease involving left l3-4 facet joint.

Manufacturer narrative:
B5: event problem description is updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Adverse event description updated to: degenerative lumbar spine disease.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from healthcare provider via manufacturer representative regarding a patient with clinical ID: (B)(6) and study ID: (B)(6), ae subevent number: 5. It was reported that the patient had left l3/4 facet joint cyst with pseudoarthrosis. There was haloing of l4 screw. Device explanted due to pseudoarthrosis and adjacent segment disease. Site seriousness assessment: there is no congenital anomaly, death, disability, life threatening. Hospitalization, medical intervention was there. The severity of adverse event is severe. Site related assessment: causal relationship to capstone peek spinal system implant, posterior supplemental fixation system, tlif grafting material and procedure for add. Surg 1 other. And not related to capstone peek spinal system implant, posterior supplemental fixation system, tlif grafting material and causal relationship to procedure for other. Sponsor assessment: possible related to the grafting material and not related to procedure or ibfd or supplemental fixation.